Event description:
It was reported that a hair was found inside of the removed catheter at the time of replacement. The catheter was in use for 8 days.

Manufacturer narrative:
The reported event was confirmed; however, the exact time of how and when problem occurred could not be determined. Received a used drainage bag with the catheter for evaluation. It was visually observed that there was one black hair inside the inlet tube. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "[contraindications]1. Methods for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil mineral oils such as white petrolatum and animal oils). [They may damage he device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hair was found inside of the removed catheter at the time of replacement. The catheter was in use for 8 days.